Event description:
It was reported that an ilet user treated a low glucose of 90 mg/dl, then experienced subsequent hyperglycemia and attempted to reduce the high by entering duplicate meal announcements, which led to continued incorrect insulin dosing behavior. Symptoms included hyperglycemia reaching a peak of 400 mg/dl. Outcomes included the need for troubleshooting education and assignment for additional training. Investigation included a review of user-reported behavior and provision of education on correct use of meal announcements. Investigation of this case revealed user technique issues related to use of meal announcements as a correction method, which can misinform the algorithm and degrade dosing accuracy. It was concluded, based on previously established findings for similar reports, that the cause was user error in device operation and use.